Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately nine months post stenting procedure with one 2.75 x 23 and one 2.5 x 15 xience v stents in the ramus artery, the patient experienced worsening coronary artery disease with angina. Cardiac catheterization revealed a patent index stent with proximal edge restenosis. The patient underwent percutaneous coronary revascularization with one xience v 3.0 x 12 stent on 10/07/2010. The patient's condition resolved on 10/07/2010. There was no adverse patient sequela. There was no additional information provided.